Event description:
Customer reported to beckman coulter, inc. (Bec) that troponin I (accutni) reruns on the access 2 immunoassay system (access 2) were not reproducible and was not matching the results from the other instrument in the laboratory. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 219417, and access accutni calibrators (s0-s5), lot 121451, were used in conjunction with the access 2 system. Bec field service engineer (fse) performed repairs to address the customer's observation that the wash pump was developing bubbles in the lines going to the dispense probes. The fse replaced the instrument wash valve rotor/ stator assembly. The fse also checked instrument alignments and ultrasonics. The fse was able to prime the instrument without aspirating air. The fse verified hardware performance by completing a passing system check and an acceptable accutni precision study for the customer.